Event description:
It was reported by the sales rep that the icf100 (intraclude aortic catheter) balloon migrated towards the aortic valve and in turn the md punctured the balloon. The balloon was discarded by the hospital. No adverse patient events or stated prolonged or time. The md continued with surgery with v-fib arrest.

Manufacturer narrative:
Device was discarded by the hospital, unable to perform an evaluation and lot number was unknown.the product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initated for this event. This information will be included in trending and future CAPA determination.